Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was early battery depletion and the device was near eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product/(s): 439688 lead, implanted: (B)(6)) 2012; a 5076-58 lead, implanted: (B)(6) 2012; a 5076-45 lead, implanted: (B)(6) 2012. (B)(4).